Event description:
During an angioplasty procedure of a tight stenosis located in the common iliac artery, the optapro balloon burst at 8 atmospheres. When the physician attempted to retrieve the balloon catheter through the sheath, there was a resistance. As the physician continued to withdraw the balloon, the distal portion of the balloon tore circumferentially and the distal tip of the catheter separated and became stuck on the distal end of the introducer. There is no patient information available. The vessel was described as highly calcified. The physician had no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. The product was properly inspected and prepped prior to insertion. To retrieve the balloon catheter, the physician inserted a .014 guidewire and a coronary balloon past the broken portion and pulled the coronary balloon against the tip of the sheath introducer so the broken part of the balloon was locked against the sheath introducer and everything was withdrawn out to the patient simultaneously. There is no information as to how the procedure was completed.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.